Event description:
Information was received that this smiths medical cadd legacy pump exhibited continuous beeping. No reported adverse effects.

Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was given functional testing; during testing no issues were identified. The reported issue was not verified during testing.